Event description:
Event verbatim [preferred term] blisters [blister]. Case narrative:this is the spontaneous report from a pfizer sponsored program, corporate (pfizer) facebook, twitter and linkedin pages. A contactable consumer reported that a patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported "I loved thermacare heat wraps, until today, blisters" on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of event was unknown. Product investigation results are as follows: other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: (B)(6) 2014 through (B)(6) 2017 manufacturing site: pfizer (site name)/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation. The citi search returned a total 18 complaint for the muscle & joint 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation.. A citi complaint trend search was conducted for the subclass adverse event safety request for investigation for muscle & joint 8hr products. The data did not show an increase over time (36 months). There is not a trend identified for the subclass adverse event safety request for investigation for muscle & joint 8hr products. There is no further action required. This investigation was conducted for an unknown lot number muscle & joint 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.reasonably suggest device malfunction: no; site sample status: not received.no follow-up attempts are possible. No further information is expected.follow-up ((B)(6) 2017): this follow-up report is being submitted to upgrade this case to a reportable MDR.follow-up ((B)(6) 2020): new information received from a product quality complaint group includes product investigation summary results. No follow-up attempts are possible. No further information is expected.company clinical evaluation comment:based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time., comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: 14june2014 through 14jun2017 manufacturing site: pfizer (site name)/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation. The citi search returned a total 18 complaint for the muscle & joint 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation.. A citi complaint trend search was conducted for the subclass adverse event safety request for investigation for muscle & joint 8hr products. The data did not show an increase over time (36 months). There is not a trend identified for the subclass adverse event safety request for investigation for muscle & joint 8hr products. There is no further action required. This investigation was conducted for an unknown lot number muscle & joint 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no; site sample status: not received.

Event description:
Blisters [blister]. Case narrative: this is the spontaneous report from a pfizer sponsored program, corporate (pfizer) (B)(6) pages. A contactable consumer reported that a patient of unspecified age and gender started to receive thermacare heatwrap, via an unspecified route from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported "I loved thermacare heat wraps, until today, blisters" on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of event was unknown. No follow-up attempts are possible. No further information is expected. Follow-up (14jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device